Event description:
Surgical intervention was performed on (B) (6) 2010, in order to reposition the ventricular lead because of intermittent pacing at 7.5v. During real-time test following the intervention, ventricular activity was first not visible on ECG, and then signal was noisy. Finally, the patient went back home. Pacing and sensing problem arose, so a second surgical intervention was performed on (B) (6) 2010 in order to replace the ventricular lead (model p758, (B) (4)). As all results were satisfying, the patient left the hospital.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B) (4).